Event description:
During a refill visit, the nurse reported that she was having difficulty programming the patient's pump. The pump was giving error codes when inquired. The nurse refilled the patient's pump and then stopped the pump by performing an emergency pump stop. After the pump was stopped, the refill was programmed and the pump was set to a constant flow. During the attempt to program the constant flow, the programmer returned an error message. The nurse had reported that patient had a lack of therapy. It was also reported that the patient may have fallen recently.

Manufacturer narrative:
Internal complaint number: (B)(4).